Event description:
Same case as MFR report #: 2134265-2008-02588, 02590, 02591. Clinical trial. It was reported that 956 days following a coronary artery stenting procedure the patient returned with thrombosis of the study stents and a dissection occurred. The patient presented for the index procedure with an acute myocardial infarction. The target lesion was located in the distal rca (right coronary artery) with 95% stenosis, measuring 3.5x12mm. The lesion was treated with predilation, placement of three, overlapping express2 coronary stents (two 3.5x8mm and one 3.5x16mm) resulting in 0% residual stenosis. The patient returned 956 days following the index procedure due to unstable angina and was admitted. The following day, angiography showed an occlusion of the rca stents. Reintervention consisting of balloon angioplasty was performed using two maverick balloons. A dissection occurred with the second maverick balloon. It is unknown how the dissection was resolved. The investigator assessed these events as possibly related to the devices. Additional information has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.